Event description:
Caregiver called to state that in 2006, the long fastener tab of the dale tracheostomy tube holder lifted off causing an accidental decannulation. The tracheostomy tube was reinserted with positive outcomes they continue to use the product.